Event description:
A customer reported that a pt experienced a corneal burn during a cataract extraction and vitrectomy procedure because of a faulty handpiece. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).